Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. A definite root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the halation in the video system center had become stronger. The issue occurred during a video-assisted thoracoscopic surgery (vats) therapeutic procedure while the patient was under sedation, and the device was inside the patient. The procedure was prolonged by less than thirty minutes. The intended procedure was completed using a similar device. There were no reports of patient harm.